Event description:
It was reported that during a percutaneous coronary intervention, a catheter break occurred. The target lesion details are unknown. While advancing the 3.0 x 15 mm emerge balloon catheter inside the patient, the catheter "snapped". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the catheter was inside a carrier tube with a mandrel and balloon protector in the as-manufactured position on the catheter. There was a complete separation of the hypotube 51cm from the distal tip. The hypotube fracture surfaces were ovaled indicating the device was likely kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter break occurred. The target lesion details are unknown. While advancing the 3.0x15mm emerge balloon catheter inside the patient, the catheter "snapped." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. Additional information was requested and is not available.